Event description:
Pt had a cook stent placed during ercp; 3 days later, CT showed migration with duodenal perforation md never seen anything like it and suspects device-related complication. FDA safety report ID# (B)(4).